Manufacturer narrative:
A4-a6:unk. H3: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -10.5/3/009 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2021. Refractive surprise was observed. Cause of the event is unknown. Refractive treatment was performed and the problem was resolved. Reportedly, "all is good patient is happy," and "the residual rx: +1.25/-1.25/189 (ucva 20/40) was corrected by lvc touch up on (B)(6) 2022."